Event description:
Healthcare professional reported left side seroma and rupture. The device has been explanted.

Manufacturer narrative:
Continued section e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The event of seroma was unable to be observed as it is a physiological complication. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & seroma.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side seroma and rupture. The device has been explanted.

Event description:
Healthcare professional reported left side seroma and rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical impact opening (shell thickness within specification) and missing shell assessed as inconclusive. ¿ seroma-late: unable to observe since it is not related to the device. As per the investigation procedure non-penetrating nicks, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.